Event description:
It was observed that during the device evaluation that the colonovideoscope intermittently flickered with manipulation, lost the video when turning at hepatic flexure, and displayed a black screen during angulation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the issue is likely due to degradation that occurs as the device becomes worn, weakened, corroded, or broken down due to overtime such as aging, permeation and corrosion. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d5-operator of device, e-initial reporter section, and g2 - report source.

Event description:
No additional information from the customer.